Event description:
Patient was returned to the or for a hip replacement of the acetabular component only. The initial surgery was performed in 2008. The patient experienced pain since the surgery. A decision was made to replace the zimmer duron cup because it had not performed as anticipated.